Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was 300 mg/dl at the time of hospitalization and was treated with intravenous insulin. The customer¿s blood glucose was 400 mg/dl at the time of the incident. The customer had nausea, headache, blurry vision, off balance and dizziness. The customer declined to perform a carelink upload. The customer does not allege that the insulin pump was under delivering. The customer reported crack at the rim of the reservoir compartment area. The insulin pump's reservoir lip ring was damaged but the reservoir was able to lock in place when inserted into the insulin pump. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the blood glucose would not go under 400 mg/dl. The customer reported a crack on the insulin pump reservoir compartment the black area the top came off and it was cracked they can insert and put it in. The customer stated that the insulin pump was bumped. The customer stated that when they turns the reservoir they could hear something. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer reported that they have a back-up plan available. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The insulin flow blocked alarm functions properly during the basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Device also had a missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, torn display window cover, scratched case, faded serial number label, stained keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button.